Event description:
A customer contacted beckman coulter inc. (Bec) reporting that the unicel dxc 600i access immunoassay system was generating erroneously high total beta - human chorionic gonadotropin (tbhcg) qc results over the course of fourteen (14) days. The instrument was used in conjunction with access total bhcg reagent pack (lot # 111489) and access total bhcg calibrator (lot # 022920). This report documents the qc results generated on (B)(6) 2011. The customer indicated that bhcg qc level 1 recovered within the customer's established range until the customer started a new reagent pack. On (B)(6) 2011, bhcg qc level 1 recovered >2 standard deviation (sd) high. Upon repeat, the qc results yielded just at the customer's 2 sd high limit. There was no report of erroneous results or change to treatment reported to the laboratory.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2011 for this event and replaced the pipettor tip. The fse performed qc and verified the system per established procedure. The customer retained a pack showing elevated recovery of level 1 control and has shipped it to customer product line support (cpls) for further testing. The root cause is pending per cpls investigation. The following mdrs are associated with this event: 2122870-2011-06063, 2122870-2011-06064, 2122870-2011-06065, 2122870-2011-06066, 2122870-2011-06067, 2122870-2011-06068, 2122870-2011-06069, 2122870-2011-06070, 2122870-2011-06071, 2122870-2011-06072, 2122870-2011-06073, 2122870-2011-06074, 2122870-2011-06075, 2122870-2011-06076. (B)(4).